Event description:
For the rotator cuff case, an expressew ii and iii were used. There is a disposable needle that is opened and used for this instrument. We got a couple of boxes that were identified (later on after we had problems) as being a "bad lot". There is a plastic piece that breaks off and the needle gets stuck in the expressew and no longer functions until you get the needle out. A new one has to be opened and we have to carefully remove the needle from the instrument. Luckily the needle did not break off in the patient and shards didn't get lost in the joint, which could have happened. We had to then make sure we had an alternative at the hospital. We were unaware of any at the time, and it caused the surgeon great stress and anxiety both because of the patient's safety and also not having what is needed to complete surgery. We have since learned that we have an alternative that we can use while they either get a new lot or figure out what the problem is with the needles.